Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the unit would not boot, it booted to a white screen and the micro processing unit was replaced to resolve. It was additionally noted that the low-voltage differential signal board was replaced as a preventive measure and that the right antenna cable was damaged at the left upper hinge and it was replaced. Device passed final functional and system tests. No other anomalies were found. (B)(4).

Event description:
It was reported that the programmer would not boot-up. The programmer has been returned for repair. No patient complications have been reported as a result of this event.